Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl reconstruction surgery, a screw biosure regenesorb 8mm x 30mm was placed successfully, however, when the wire was removed and the driver reengaged for final tightening the screw fell apart into multiple pieces. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product. Additional anesthesia was required as consequence of the surgical prolongation.

Event description:
It was reported that, during an acl reconstruction surgery, it was noticed that when one (1) unit of the screw biosure regenesorb 8mm x 30mm was placed successfully, however, when the wire was removed and the driver reengaged for final tightening the screw fell apart into multiple pieces. All the pieces were removed from the patient using forceps. The insertion site was prepared with a 8mm acl reamer used to prepare tibial acl tunnel. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product. Additional anesthesia was required as consequence of the surgical prolongation.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: b5, b7, d9 and h6: event description, device return date and codes updated.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original labeling with the batch number of the complaint on them. The device is fractured into multiple pieces. Not all the pieces were returned. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.